Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds causing loss of capture on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of capturing with high output was not confirmed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.